Manufacturer narrative:
Based on the current information provided, the root cause of the post-operative complication cannot be determined. The stapler instrument and reloads used to form the reported staple line have been discarded. Therefore, physical evaluation of the devices used cannot be performed. An intuitive surgical, inc. (Isi) failure analysis engineer reviewed the stapler logs for the stapler used in this event and the following info was provided: logs show that the sureform 60 stapler instrument was installed six times and fired six reloads (2 green followed by 1 black, followed by 2 blue, followed by 1 white). The first two green firings resulted in tissue too thick to continue firing failures at 82% and 52% completion after multiple pauses for compression. The remaining 4 firings were completed without errors per the logs. The black reload firing had 1 pause for compression but completed, and the others completed with no pauses for additional compression. There were no incomplete clamp events in the logs. A review of the system logs was performed and no relevant errors were observed. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient experienced a postoperative staple line bleed/hematoma that required the administration of one unit of blood and an additional day of hospitalization. At this time, the cause of the reported staple line leak is unknown. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that two days after using a sureform 60 stapler instrument and reloads in a da vinci-assisted sleeve gastrectomy procedure, a large hematoma along the staple line was identified via CT scan. The surgeon said that it was hard to tell, but the bleed appeared to originate from the middle/bottom of the sleeve based on the CT scan. The patient¿s hemoglobin levels were reportedly at 6.7 and the patient required a single unit blood transfusion. The surgeon reported that no surgical intervention, such as additional procedures, has been required. The patient was hospitalized for an additional day for lab level monitoring and is reportedly doing better, but still in pain. The patient has not received any additional medical treatment for this event. The patient was hospitalized for a total of three days and the surgeon said the average length of stay for this procedure is one to two days. The patient is expected to return to the hospital for routine follow-ups. The surgeon reported that they are not concerned with this event causing any long-term health issues with the patient. The surgeon reported that she believes the staple line that bled was created by a sureform 60 blue reload. After firing this staple line, the surgeon examined it and found no abnormalities and no signs of bleeding. A seamguard was used for the first two staple lines, but not on the rest of the sleeve. The surgeon said they did not use seamguard on the rest of the sleeve "given the tissue thickness of the stomach and difficulty with staple firing." The surgeon over-sewed the sleeve proximally during the procedure. Buttress material was not used and the surgeon reported that the stapler firings were in line with each other rather than across. A 40fr visigi bougie was used during this procedure. The sureform 60 stapler instrument and reloads used during the procedure were all discarded before the postoperative leak was identified and, therefore, could not be returned. The surgeon reported reviewing the stapler firing logs with their intuitive surgical, inc. (Isi) clinical sales representative (csr). The surgeon said they are unsure why the stapler behavior observed in the logs (tissue too thick message and pauses for compression) occurred during the procedure. The surgeon reported that the stomach tissue during this procedure was thicker than usual, but not the thickest stomach tissue they have encountered.